Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death could not be determined as no patient-specific details were available. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿preprocedural transthoracic echocardiography for predicting outcomes of transcatheter edge-to-edge repair for chronic primary mitral regurgitation"

Event description:
It was reported this was an article summary of 410 patients in which a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) from estimated date range of (B)(6) 2013 to (B)(6) 2021 with 59 patients at a grade of 3 and 349 patients at a grade of 4. The article indicates the implanted mitraclip may have caused or contributed to death. Additional information can be found in the article titled, ¿preprocedural transthoracic echocardiography for predicting outcomes of transcatheter edge-to-edge repair for chronic primary mitral regurgitation¿.